Event description:
Patient's spouse reported a right side deflation later confirmed by physician. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in radius side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles observed in the fill channel and the inside the device.

Event description:
Patient's spouse reported a right side deflation later confirmed by physician. The device has been explanted and replaced.

Event description:
Patient's spouse reported a right side deflation and later confirmed by healthcare professional. Healthcare professional additionally reported capsular contracture baker grade unknown. Healthcare professional later reported that the baker grade is IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, e1, h6